Manufacturer narrative:
A review of the device history record for strattice lot sp100130 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 21/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with an strattice device lot ¿sp100130-186¿ on 12/sep/2014. The patient presented to the emergency room on (B)(6) 2014 for ¿increasing abdominal pain, as well as purulent drainage coming from a jp drain.¿ ¿CT scan was performed in the emergency room, which showed an air fluid collection measuring 1.9 x 6.9 cm with peripheral enhancement which was below the level of the fascia and communicating with a pocket of air-fluid which was above [their] fascia as well.¿ the patient underwent an ¿exploratory laparotomy, drainage of intra-abdominal and suprafascial abscess removal of portion of strattice mesh, placement of intra-abdominal drains for fluid collection drainage¿ on (B)(6) 2014 by. The patient underwent an ¿irrigation and debridement of 4 x4 abdominal wound, application of negative pressure wound therapy 4 x 4 cm 1 black sponge placed¿ on (B)(6) 2014. The patient underwent a ¿washout and debridement, including subcutaneous tissue, muscle and muscle fascia, with electrocautery and pulse irrigation lavage of 12 x 5 cm on (B)(6) 2014. It was noted that [the paitent¿s] previous strattice that was adherent was no longer adherent, and this was debrided. There was muscle fascia that was necrotic that was debrided, as well as some of the midline rectus muscle proper. It was further noted that an open dehiscence in the prior midline closure of about 3 cm that had tunneled intra-abdominal down to the intra-abdominal drains that were previously placed by general surgery.¿ the patient underwent an ¿insertion of a 16 french foley catheter in the distal limb of loop ostomy, with irrigation of 1 l saline out per rectum¿ on (B)(6) 2014. The patient underwent an ¿insertion of a #16-french foley catheter in both loop ileostomy limbs and per rectum, with irrigation of saline¿ on (B)(6) 2014. The form lists the conditions that were treated were ¿hole in mesh, infection, abscess¿ on or about (B)(6) 2014. The patient also underwent treatment of ¿wound debridement¿ on or about (B)(6) 2014. The patient received treatment for ¿mesh migration, wound debridement¿ on or about (B)(6) 2014. The patient was treated for ¿infection, abscess¿ on or about (B)(6) 2014. The patient was treated for ¿abscess, infection, fistula¿ on or about (B)(6) 2014. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.